Manufacturer narrative:
The customer observed initial (B)(6) results for two patients which had previously been tested (B)(6). Upon retesting reproducible (B)(6) values were generated for both samples. Historical complaint review determined that there is normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends identified for the complaint issue. Retained kits of architect anti-hbc ii reagent, list number 8l44-25, lot number 66169li00, were calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (biomex scp-hbv-001 and scp-hbv-004). The seroconversion panel results were compared with data provided by biomex. Reagent lot 66169li00 detected the same bleeds as reactive compared to the data provided by the biomex. A review of the product labeling concluded that the issue is sufficiently addressed. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08l44, that has a similar product distributed in the us, list number 06l22.

Event description:
The customer stated that initial (B)(6) results were generated for two patients with previous (B)(6) results. Retesting generated (B)(6) results for both patients. No adverse impact to patient management was reported. Patient #1: 0.21 s/co ((B)(6)), repeat 12.45 and 13.42 s/co ((B)(6)), previously (B)(6) 12.32 s/co on (B)(6) 2016. Patient #2: 0.43 s/co ((B)(6)), repeat 12.0 and 11.22 s/co ((B)(6)), previously (B)(6) 11.23 on (B)(6) 2016.